Event description:
It was reported that a spectrum iq infusion pump powered off without user input. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , improper shutdown was confirmed. A review of the event history log revealed ¿improper shutdown!" Message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be battery contact pins with contamination. The battery contact pins requires to be decontaminated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.